Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips, which gave satisfactory performance. During in-house testing, the customer's allegation for receiving blood glucose results simply by inserting a new test strip was not verified. Blood needed to be applied to the test strip in order to obtain blood glucose results. Additionally, a device history record for the suspected contour next one meter was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. This event is related to MDR # 1810909-2019-00467.

Event description:
The customer reported that she inserted the contour next test strip into the contour next one meter without applying blood and the meter still displayed a reading. The customer stated that she waited 2 minutes prior to adding the blood on the test strip. According to the customer, she did not perform the tests she found in the meter memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.